Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation on his back and near his shoulders. The patient's doctor had recommended the use of an over-the-counter lotion. The patient indicated that the irritation had healed.